Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds post-operation. Upon looking at the fluoro, there was no slack and the lead had tension pulling it away from the tissue. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.